Event description:
Clip was jamming. Changed to new stapler. There was no injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73j1900168 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.